Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the site's hp handheld computer was "not turning on and not lighting up on plugging it in" even though it had been plugged in for a long time. Troubleshooting was performed, but the issue persisted. Product has been requested, but has not been received to date.